Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump while using the tandem-provided usb cable and wall adapter. Customer declined troubleshooting with technical support. There was no reported adverse impact to customer¿s blood glucose level.